Manufacturer narrative:
(B)(4).

Event description:
A patient undergoing continuous renal replacement therapy on a prismaflex machine with an prismaflex hf 1000 set had an estimated blood loss of 133 ml when the content of the extracorporeal circuit was not returned to the patient following the return extremely positive alarm. The patient had a blood transfusion following the blood loss.